Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device passed flow accuracy test with -2.452% accuracy error after running for 60min on 125ml/hr rate, the error rate is within specification as it is under 5%. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced widespread claims of under infusion. The problem occurred during delivery in the intensive care unit. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.